Event description:
It was reported occlusion alarms. There was no adverse impact on their blood glucose level. Tandem technical support instructed the customer on multiple troubleshooting steps, including disconnecting the tubing from the site and replacing supplies as necessary while ensuring a 5-unit or 9-unit bolus was successfully delivered. Despite these actions, the occlusion alarms recurred, leading to the recommendation of a pump replacement.